Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that the infusion set had insulin flow block for a couple of days on. The patient took it off and bloused and there was no insulin twice, therefore patient had changed quick sets and changed pumps. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.